Event description:
During uae compression of artery to stop bleeding, created a pseudo aneurysm. Required add'l surgery three days later to repair the femoral artery. Since undergoing the uae pt had severe pain, nausea and vomiting. Pt is still recovering from the second procedure.